Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call the insulin pump had a keypad anomaly and unexpected restart alarm. The customer¿s blood glucose was unknown at the time of incident. Customer's parent stated that the insulin pump alarmed unexpected restart and unable to clear the alarm due to act and esc buttons were unresponsive. The insulin pump is not expected to return for analysis.